Manufacturer narrative:
PMA/510k - this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a vticmo13.7, -15.50/4.5/148 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture and clear surgical residue on the lens. Visual inspection found no visible damage and foreign blue residue on the lens. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b4- "28-jan-2020" shoudl be corrected to "26-jan-2020" in the initial MDR. G4- "28-jan-2020" shoudl be corrected to "26-jan-2020" in the initial MDR. Claim# (B)(4).